Manufacturer narrative:
The insulin pump passed the displacement test, rewind,a nd basic occlusion test. The unit was received stuck in a motor error loop during bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during testing. The following cosmetic damage was also noted on the device: cracked case on display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported via phone call that she received a motor error alarm while changing her infusion set. Her blood glucose value at the time of incident was 114 mg/dl. The customer does not recall any significant events leading up to the alarm. Troubleshooting was initiated and the alarm was cleared and the customer was able to rewind the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.